Manufacturer narrative:
H3: device evaluation: lens was returned in liquid, in micro-centrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -4.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a different model and power lens due to refractive surprise. This exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
Weight, ethnicity, race: unk. Date received by manufacturer: this product is not marketed in the us .(B)(4).